Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at 1100 ohms through (B)(6) 2015, then gradually rose up to a maximum of 2381 ohms by the week of (B)(6) 2015. The lead impedance trend was stable until data collection was disabled due to elective replacement indicator (eri) occurring on (B)(6) 2016. Analysis of the device memory indicated the pacing capture threshold in the rv (right ventricle) was rising. Rv capture management data showed the threshold was stable at 1.5 volts through (B)(6) 2015, then gradually increased up to 2.25 volts by the week of (B)(6) 2015. The lead threshold trend was stable until data collection was disabled due to eri occurring on (B)(6) 2016.

Event description:
It was reported that the patient's lead had high impedance and threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.